Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00065. Age and maintenance history are unknown for this product. Dealer alleges that after replacing motors the joystick began to smoke and did not work. Regulatory affairs inspection/test was completed. Visual: the joystick's pcb had evidence of overheating on component c45. Functional: the joystick would not power up. Results are the joystick had evidence of overheating and would not power up. Complaint was confirmed. The dealer was reportedly servicing a consumers chair and after replacing some components the joystick allegedly began to smoke. Nature of complaint suggests a potential service error. Filing solely on the dealers allegation of smoke. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The joystick allegedly began to smoke when the motors were replaced. No injury is alleged.

Event description:
The joystick allegedly began to smoke when the motors were replaced. No injury is alleged.

Manufacturer narrative:
The dealer was reportedly servicing a consumer's chair and after replacing some components the joystick allegedly began to smoke. Nature of complaint suggests a potential service error. Filing solely on the dealers allegation of smoke. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.